Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: on opening a syringe in our isolator it was noted that there was a sticky substance sitting on the black part of the plunger. The packaging was fully intact before opening the syringe. This syringe was immediately quarantined and a new one sent in to replace it.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: on opening a syringe in our isolator it was noted that there was a sticky substance sitting on the black part of the plunger. The packaging was fully intact before opening the syringe. This syringe was immediately quarantined and a new one sent in to replace it.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/26/2021. H.6. Investigation: one sample received for investigation, upon visual inspection of the samples requested no excess of silicone can be noticed. According to silicone content test performed with sample received, an excess of silicone cannot be confirmed. Additionally, this test is performed with ten retained samples, and all results are within specification limits. A device history review was performed for the reported lot 2106018 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2009094 and found to be within specification. Testing was performed on the sample, results verified amount of silicone was with the required limits. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.